Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not removed.

Event description:
It was reported that the patient acquired an infection. Multiple attempts were made to obtain additional information regarding the nature of the infection, but none was available. The patient was given antibiotics and is recovering. The patient continues to use the device to find effective pain relief.